Event description:
Complainant alleged that while attempting to treat a patient (age and gender unk) the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another set of pads and was unable to obtain an ECG signal. The fire dept arrived and continued treating the patient with their own device. The patient was successfully transported to the hosp. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll med corp has received the product and will be providing a follow up report when our investigation is completed.